Manufacturer narrative:
(B)(4). G2: romania reported event was confirmed as isual examination of the provided pictures identified the juggerstitch assembly has come apart, and the needle of the device has broken. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the piercing needle detached during the installing of the first anchor and during evaluation of the product, it was found that the needle had fractured.